Manufacturer narrative:
Retainer ring : black. On (B)(6) 2021 customer reports back light not as bright, rainbow effect on screen on an angle. Up/down/center button harder to push, grinding during rewind. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests and keypad voltage test. Thus software was utilized and downloaded trace/history files properly. All buttons were tested while navigating the menus, and they all worked properly. Device display and back light function properly and no anomaly noted. No stuck buttons alarm, multiple press issues or rewind grinding/loud noise anomalies were noted during testing or in the file history noted. The force sensor offset measured within specification range during testing. The motor was tested outside of the device on the stb3 and passed. No moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Device had scratched case. Device p-cap or test reservoir locks in place properly and no anomaly noted. In conclusion, device passed all required testing. No display rainbow, back light, stuck buttons alarm, keypad button, rewind grinding/loud noise anomalies were noted during testing noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's up, down and center buttons had to press harder and screen had rainbow effect on an angle. Customer stated that the insulin pump had grinding during rewind and backlight was not bright. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.